Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the event should have been reported as: "post-op iol surprise". There is no evidence of a mislabeled iol. The patient has retinitis pigmentosa and was difficult to measure.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. Additional observations were as follows; iol returned in a specimen container in a unknown clear liquid. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The resolution and power of the iol were verified. The resolution met specifications (group 4 / element 5) and the effective focal length (efl) was within the specified range for this model iol 12.00 d (33.432mm). We are unable to determine a definitive root cause for "lens diopter does not match box" as the iol carton (box) was not returned with the iol. The returned iol was functionally tested and matched the diopter power on the reviewed product history record. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that according to the doctor, the intraocular lens (iol) diopter did not match power listed on the box.. There was patient contact. Additional information was provided by a facility representative, who reported that another procedure was performed to exchange the iol. The facility representative reported that according to the doctor, the lens was removed from the patient's eye and replaced with another lens.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. The resolution and power of the iol were verified. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as the follow-up details state that " surgeon, who reported that the event should have been reported as: "post-op iol surprise". There is no evidence of a mislabeled iol. The patient has retinitis pigmentosa and was difficult to measure". Based on this information, the device did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).